Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001822565 - 2017 - 06879, 0001822565 - 2017 - 06880, 0001822565 - 2017 - 06881, 0002648920 - 2017 - 00644. Concomitant medical products: 60116432, cat 62025222; 56224100, cat 78581357; 60074858, cat 785910; 60118061, cat 62506525; 60091043, cat 63055036; 60080334, cat 785713; 60122948, cat 80183602. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient started to feel aching and pain in the groin and femur for about a week. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.